Manufacturer narrative:
This supplemental report is being submitted to provide the evaluation result of the subject device. The subject device had not been returned to olympus medical systems corp. But was returned to olympus france. The subject device was sent to a third party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for staphylococcus coagulase negative (1 cfu/endoscope), but the testing result cleared french guideline. The manufacturing record (DHR) of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device tested positive for the microbes as follows. On (B)(6) 2019: total: staphylococcus coagulase negative(3cfu) and staphylococcus aureus(3cfu). On (B)(6) 2019: total: bacillus spp. Mesophiles(2cfu), pantoea agglomerans(2cfu) and staphylococcus coagulase negative(10cfu). On (B)(6) 2019: total: enterobacter cloacae(>100cfu), klebsiella oxytoca(>100cfu) and stenotrophomonas maltophilia(>100cfu). The portion of the subject device, where the microbes were detected, were not reported. The subject device had been disinfected using peracetic acid. There was no report of patient infection associated with this report.